Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: post procedure. It was reported that 22 days post a non-eventful left internal carotid artery stenting procedure, the pt experienced a stroke and was re-admitted to the hospital. The patient's family stated that the pt had started to fall and loose strength a couple of days before admission. The night before the re-admission to the hospital, the pt experienced weakness of the right arm and leg and presented to the hospital with expressive aphasia, right facial droop and altered mental status. Testing and evaluations from the neurologist revealed a stroke. Reportedly, the pt had discontinued their blood pressure, aspirin, and plavix medication one week before this event. The pt continued smoking and was described by the neurologist as non compliant. Twenty five days post procedure, the pt was transferred to a rehabilitation facility where speech and occupational therapy were started. Thirty four days post procedure, the pt experienced a syncopal episode caused by orthostatic hypotension and was re-admitted to the hospital. The pt was discharged to home 39 days post procedure. No additional info was provided.

Manufacturer narrative:
Study event. The device remains in the pt. The lot number was provided. A review of the finished device history record did not reveal any non-conformities which could have contributed to this complaint. Stroke is a known possible adverse event associated with the use of the device. The reported hospitalization was in response to the observed pt effect. There was no device malfunction reported.